Event description:
It was reported that during a us guided breast biopsy, three probes were difficult to prime and wouldn't fire in the pt. A cracking noise was heard. A coaxial was used and another device was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as the device was not returned for eval. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty current instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device.